Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a ripped and bubbled downstream occlusion (dso) seal. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
One device was received. Device was visually and functionally tested, and the complaint was able to be confirmed as the downstream seal was ripped and bubbled. The downstream occlusion sensor was replaced, and the device was able to pass all testing criteria.